Manufacturer narrative:
The customer reported that the pcu failed to turn on due to keypad issues was confirmed. Physical inspection noted the keypad was observed to be in good condition with no irregularities observed. During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. The ac indicator light did not illuminate on the keypad after plugging in the power cord and the system on key on the keypad was not functioning as intended. The proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 03/04/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/04/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported that the pcu failed to turn on due to keypad issues .there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu failed to turn on due to keypad issues .there was no patient involvement.